Event description:
Stapler jammed two-thirds of the way through firing. The staple line was not complete. The stapler and stapler reload were removed from service. Another stapler was opened. No adverse affects.